Manufacturer narrative:
The product is not available for evaluation and lot number information is not known. The patient will not sign a release and no further event info can be obtained. Based on available info, not root cause can be determined and no conclusion can be drawn.

Event description:
Received voluntary medwatch report. Contacted pt who reported experiencing redness and pain with the use of the lenses. Visited eye care professional and was diagnosed and treated for herpes simplex virus right eye. When the condition cleared, the pt resumed lens wear and within a month reported pain and a "new type of infection/irritation". The treating dr will not release info without pt consent and indicated the pt would not sign the release and did not want info released. Therefore, no further follow up is possible.